Manufacturer narrative:
(B)(6) manufacturing date requested but not available at the time of this report. The distributor engineer wants to replace the counterfeit software in the system with the correct software however, the end user is refusing entry to the site therefore, there is no access to the system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Distributor reported that system software has been corrupted. Distributor was able to obtain copy of systems hard drive with the allegedly corrupt software. The software was confirmed to be counterfeit.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.